Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "a nurse department was using the blood collection set without assembling the holder. This resulted in the formation of blood droplets on the rubber of the tube stoppers."

Manufacturer narrative:
The following fields have been updated with additional information: h.6. Investigation summary: material # 3672883 lot/batch # unknown bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed, however, this is not a complaint. The issue has been resolved by education of the staff since they were not aware holder should always be used during blood collection with the claimed products. It was judged as unnecessary for investigation since the IFU had already described the product was intended to use with a holder. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "a nurse department was using the blood collection set without assembling the holder. This resulted in the formation of blood droplets on the rubber of the tube stoppers."